Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling.

Manufacturer narrative:
The additional information is as follows: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8156593. Medical device expiration date: 2019-03-31. Device manufacture date: 2018-06-05. Medical device lot #: 8249921. Medical device expiration date: 2019-06-30. Device manufacture date: 2018-09-06. Medical device lot #: 8249922. Medical device expiration date: 2019-06-30. Device manufacture date: 2018-09-06.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling.

Manufacturer narrative:
Correction: describe event or problem: it was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling. There was one occurrence reported for each of the three lot numbers referenced in the complaint, but the date/time and or patient information is unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation of lot 8156593; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Bd had received samples from the facility for investigation of 8249921 and 8249922. The samples were evaluated and the indicated failure mode for overfill with the incident lot was not observed. Draw testing was performed on the samples and all product specifications were met. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Investigation conclusion: based on evaluation of the retain samples for lot 8156593, the customer¿s indicated failure mode for overfill with the incident lot was not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Based on evaluation of the customer samples for lots 8249921 and 8249922, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications.. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes for the issue on lot 8156593, and corrective actions are in the process of being implemented. Based on the investigation for lots 8249921 and 8249922, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling. There was one occurrence reported for each of the three lot numbers referenced in the complaint, but the date/time and or patient information is unknown.